Event description:
The initial reporter alleged discrepant positive anti-hcv g2 elecsys e2g 300 results for two patient samples tested on a cobas e 801 analytical unit. For sample 1, the anti-hcv results were 13.6 (daughter tube) and 12.4 (mother tube) at uch, and 14.3 on the cobas e 801. For sample 2, the anti-hcv results were 8.77 (daughter tube) and 8.69 (mother tube) at uch, and 8.58 on the cobas e 801. Testing of the same samples at the local government reference laboratory (phlc) using competitor methods, including merux, ortho-blot, and vidas (biomerieux), yielded negative anti-hcv results. Polymerase chain reaction (pcr) testing at the same reference laboratory also did not detect hcv rna.

Manufacturer narrative:
The reported event involved a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the elecsys anti-hcv assay performed within its specificity claim. Single false positive results are known to occur and are covered by the assay's performance characteristics. The investigation was limited as original data and patient history were not available. Testing at the local government reference laboratory (phlc) using competitor methods, including merux, ortho-blot, and vidas (biomerieux), yielded negative anti-hcv results, and pcr testing did not detect hcv rna. These findings suggest the samples were likely false positive for the elecsys anti-hcv assay. The device remains in operation at the customer site. Supplemental testing, as outlined in the assay method sheet, is recommended for repeatedly reactive samples to confirm results.